Event description:
It was reported when using the pyxis medstation es system drawer 4.1 failed at the medsurg station. The customer reported that failed hardware icon appeared on the screen. After rebooting the station, they were still unable to recover the drawer and received a 'require maintenance' error. This issue caused the client to obtain medication from measure north instead of med surge south. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the device's drawer failure. The customer requested the field service engineer dispatch to be cancelled. However, the customer resolved the issue. The system functioned as intended.